Event description:
It was reported that this artificial urinary sphincter (aus) exhibited issues cycling. A revision procedure was scheduled. No patient complications were reported. No further information has been provided to date.